Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had fluctuating impedance for over a year. The lead also had increasing and high impedance with a possible fracture. Additionally, the lead had noise and fluctuating thresholds. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Event description:
Furthermore, during a follow up at the clinic the physician suspected a lead dislodgement.